Manufacturer narrative:
A philips service engineer inspected the system onsite. Log file analysis showed a frame grabber failure in the flexvision pc. A new flexvision pc was installed and configured and the system returned to use in good working order.

Event description:
It has been reported to philips that the allura system would not complete start up. The system was not in clinical use. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. Review of the system log file showed a frame grabber initialization failure in the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card is located in the flexvision pc and it failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and component code were corrected.